Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown h3 other text : see h.10.

Event description:
It was reported that the unspecified bd q-syte¿ luer access split septum (stand-alone device) the customer experienced fluid blockage. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered fluid blockage when using the bd q-style extension set. Verbatim: clinician experienced: -yes, I did encounter fluid blockage that led to interruption of therapy and harm when I last used the bd q-style extension set on this patient. -other complications: bleeding.